Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump received a motor error alarm. The customer did an infusion set change and then the insulin pump worked again. The customer stated that they would call back. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.